Event description:
Complainant alleged that while transporting a patient (age & gender unknown) the device displayed "system fault 36," "system fault 31," and "pacer fault 115" messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.